Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject balloon catheter shaft was noted to be kinked/bent at 22.2cm and 24.8cm from the proximal end. The balloon catheter shaft was noted to flattened/crushed at 146cm from the proximal end. The ldpe/lldpe and chloroprene were torn at the distal end of the balloon catheter. The balloon was noted to be damaged. During the functional inspection, an attempt was made without success to flush the device. A patency mandrel was advanced through the balloon catheter but would not go beyond the first marker band due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging, there were no anomalies noted to the device prior to use, the device was prepared as per the dfu, continuous flush was maintained and the patient¿s anatomy was not tortuous. A 3cc syringe was used to inflate the balloon, the correct inflation medium was used to inflate the balloon as per the dfu, the device was not over inflated over nominal pressure or excessive pressure used, the balloon was able to be successfully inflated/deflated during preparation, there was no leakage noted during preparation, a subject balloon was being treated with the stent, the anatomical location of the treatment site was the ica, a different type of stent was used in conjunction with the subject balloon and the procedure was completed successfully. The as reported and as analysed balloon difficult/unable to deflate during use, in addition to the as analysed, balloon catheter kinked/bent, balloon catheter flat/crushed, balloon catheter damaged and balloon damaged will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the procedure, the subject occlusion balloon was unable to deflate inside the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the subject occlusion balloon was unable to deflate inside the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.